Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2005 and mesh was used. The patient reported that they experienced pain and possible nerve damage related to the mesh wrapped around a nerve close to his hip. The patient reported that they will be having surgery re-done. No additional information was provided.